Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the son is pump wearer. Customer wasn't able to upload to carelink. Even though pump wearer wasn't with caller, the caller stated alarm has happened every day for the past month. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a rf pic failed selftest alarm during self test and unable to upload data with carelink pro software due to faulty component on the radio frequency board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.